Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus service center. The service inspection confirmed the customer¿s reported issue, broken lens inside the optical system was identified. The inspection also noted the rigid outer tube shaft is bent with minor dents on the eyepiece funnel. No moisture was observed inside the optical system, however, the light guide post fibers has a leak. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer ultra, autoclavable telescope ¿lens is cracked¿. The customer reported problem was at preparation for use. No death or injury and no impact to person or other was reported to olympus.